Manufacturer narrative:
Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that bowels have been loose for a couple weeks now, starting about two weeks ago. Patient reported this morning they saw a little bit of pink in their bowels and they called their managing dr but were told to call patient services. Patient reported they have been "trying to use it and I can't use it". Patient reported they "put the stimulator on and use it and feel it do the motion that it's supposed to do, but it's not stopping it". Patient stated they had a problem with this device where "somehow it got up to 8 or 3" and they looked at the book and it said to keep tapping it and it will go back down to 0. Patient stated they did that and used it yesterday and a few days before that and it "feels like it's working" but reported they are "having a problem with it". Agent not clear what patient was referring to by this. Reviewed therapy overview and general use of external equipment. Patient initially stated it's been taking a while to open up my therapy app and stated usually it doesn't take that long. Patient also made a comment that it's hard to use devices to connect with their implant by them self. Patient successfully connected with implant on the call and reported therapy was off. Patient stated they did not know how therapy was turned off. Patient turned therapy back on and increased stimulation on call and confirmed feeling stimulation comfortably. Patient stated they may have been accidentally turning off therapy as patient stated they did not know how to turn off the communicator. Patient stated they have not felt stimulation like they are feeling it now following turning on therapy. Patient also reported they had a fall where they fell down steps and their back hit the concrete. Patient stated they didn't know how to turn off the communicator until the blue light went out and stated now that they turned off the communicator they can feel the feel the stimulator in their "back" better. Agent reviewed overview of therapy and external devices. Patient confirmed therapy was confirmed on at call closure. The issue was not resolved through troubleshooting. Patient will monitor symptoms now that therapy is on. The patient was redirected to their healthcare provider to further address the issue.